Event description:
It was reported that the device is not getting proper readings. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. During visual inspection there was no damage. Functional testing confirmed the complaint. The root cause of the reported issue was found to be defective main board. The defective main board was replaced. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).